Event description:
Lpn hung unasyn as a secondary and noticed that the tubing was malfunctioning. The antibiotic medication was back flowing into the IV bag primary. There was no pt harm as a result of this event.